Manufacturer narrative:
Section b5: information received via customer¿s medical records indicate that the customer had a medical history of several months of severe progressive exertional dyspnea with echo and transesophageal echocardiography (tee) suggesting moderately severe mitral regurgitation (mr) with low normal left ventricular ejection fraction (lvef) which the customer had a cardiac catheterization for. The medical records received indicate that the customer underwent a right and left heart catherization with venogram and coronary angiogram with venogram via the right femoral vein and right femoral artery access due to mitral valve disease and shortness of breath. A 5f mynx closure device was used for the arterial access site and the area was covered with a sterile dressing. Deployment of the closure device was successful. The venous non-cordis sheath was removed and manual pressure applied. Hemostasis was achieved. There were no procedural complications and the patient was transferred to basement recovery. As reported by the customer, she heard someone say ¿the mynx malfunctioned¿ and was told to keep her head down and felt someone pressing on her groin. The procedure was a heart catheterization to be done as an outpatient procedure. The patient was given a local anesthesia to make her less sensitive, and the husband was at bedside. The procedure was explained to them, and the patient was taken to the operating suite, where she was lightly sedated. The procedure started with a small incision into the artery on the right side of the groin. The next thing the patient was aware of was that the mynx malfunctioned, and she was removed from the surgical suite and taken to a recovery room where she was directed to lie flat and not move her head for several hours, and then would be discharged. Despite the patients¿ threshold for pain, she were experiencing considerable pain on the left side and were having difficulty breathing. The husband and nurse rolled the patient to their right side which afforded some relief. While in the recovery room, a huge hematoma was obvious which covered most of the patient¿s abdomen and right leg. After several hours, the patient became more comfortable and was told she could be discharged. After sitting up and getting out of bed, the patient fell back into it. The nurse saw the patient was not able to walk and found a walker. The patient had no sensation in their right leg, which is still the case. The patient was placed in a wheelchair after multiple failed attempts to use the walker, and she was told she could not be discharged and was admitted to a room in the hospital. The patient remained in the hospital for four days. During this time, the patient had three MRI¿s and three cat scans. For two days, a catheter was used to pass water. After two days, the patient was able to get out of bed and with the aid of a walker, got to the bathroom. On the fourth day, the patient was able to use the walker with husbands¿ assistance and able to walk the hospital corridor. The patient was discharged that evening and was given a walker to use at home. The patient received a brochure about the mynx vascular closure device (vcd) upon discharge, and noted they were visited by a number of people from the neurology department during their four-day stay at the hospital. The patient and husband went to the primary care physician two days after discharge for information regarding physical therapy for the numbness in the right leg. The doctors¿ recommendation was to walk as much as possible and gave information regarding a therapist. Three days after hospital discharge, while walking in the hallway of the apartment building, the patient experienced chest pains, which subsided after arriving to the emergency room (ER). Two hours and thirty minutes after arriving to the ER, the patient became incontinent with an enormous quantity of liquid pouring out vaginally. The same event occurred approximately one hour later. The patient was then taken for a CT scan, and was discharged that evening, still utilizing the walker. The patient continued to use the walker for a few more days, and then stopped using it as soon as they were able to walk without it. The patient reports they are still not able to function properly, and they are still not walking properly and athletic activities at the gym are out of the question. Information received via customer¿s medical records indicate that the customer had a medical history of several months of severe progressive exertional dyspnea with echo and transesophageal echocardiography (tee) suggesting moderately severe mitral regurgitation (mr) with low normal left ventricular ejection fraction (lvef) which the customer had a cardiac catheterization for. The medical records received indicate that the customer underwent a right and left heart catherization with venogram and coronary angiogram with venogram via the right femoral vein and right femoral artery access due to mitral valve disease and shortness of breath. A 5f mynxgrip closure device was used for the arterial access site and the area was covered with a sterile dressing. Deployment of the closure device was successful. The venous non-cordis sheath was removed and manual pressure applied. Hemostasis was achieved. There were no procedural complications and the patient was transferred to basement recovery. The device was not returned for analysis. A product history record (phr) review of lot f1818301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynxgrip system unknown device incident¿ could not be confirmed as the device or images of the failure were not provided for analysis. The exact cause of the ¿mynx malfunction¿ experienced could not be determined. Since the medical records received indicate that the mynx device was deployed successfully with no complications and hemostasis was achieved, it is not possible to determine what factors may have contributed to the issue reported by the patient. An access site hematoma after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. It is possible that the complications experienced on the other leg and difficulty with breathing (which was a pre-existing condition according to the medical records) may have prevented decreased mobility of the affected side. Additionally, it was reported that the patient was turned onto the affected side (right) to subside the left leg issues. This may have contributed to the hematoma. At this time, it is unknown what may have caused the shortness of breath after the procedure; however, the patient was experiencing pain on the opposite leg, which could result in labored breathing. The numbness in the right leg could have been caused by compression or trauma of a nerve in the leg. Many factors could have contributed to the numbness reported, such as accurate puncture technique, appropriate sheath size, adequate manual pressure application, or even the hematoma. It is possible that compression to the nerve occurred during manual pressure to treat the reported hematoma, or the hematoma may have compressed the nerve before treatment was provided. However, without further information on the cause or procedural images, it is unknown at this time. About six days after use of the mynx device, the customer reported that she ¿became incontinent with an enormous quantity of liquid pouring out vaginally.¿ at this time, the contributing factors of this vaginal discharge could not be determined. At the time of the incident, the patient was in the ER with chest pains, and may have experienced an episode urinary incontinence. Issues that may contribute to urinary incontinence can include sudden pressure on the bladder (such as coughing), or even not making it to the bathroom on time. However, it is not clear if this event was related to the mynx sealant at all. The reported hematoma, shortness of breath, numbness in leg, and vaginal discharge abnormality were not confirmed. According to the instructions for use, which is not intended as a mitigation, users are informed that prolonged access site-related bleeding is a potential risk associated with closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported by the customer, she heard someone say ¿the mynx malfunctioned¿ and was told to keep her head down and felt someone pressing on her groin. The procedure was a heart catheterization to be done as an out-patient procedure. The patient was given a local anesthesia to make her less sensitive, and the husband was at bedside. The procedure was explained to them, and the patient was taken to the operating suite, where she was lightly sedated. The procedure started with a small incision into the artery on the right side of the groin. The next thing the patient was aware of was that the mynx malfunctioned, and she was removed from the surgical suite and taken to a recovery room where she was directed to lie flat and not move her head for several hours, and then would be discharged. Despite the patients¿ threshold for pain, she were experiencing considerable pain on the left side and were having difficulty breathing. The husband and nurse rolled the patient to their right side which afforded some relief. While in the recovery room, a huge hematoma was obvious which covered most of the patient¿s abdomen and right leg. After several hours, the patient became more comfortable and was told she could be discharged. After sitting up and getting out of bed, the patient fell back into it. The nurse saw the patient was not able to walk and found a walker. The patient had no sensation in their right leg, which is still the case. The patient was placed in a wheelchair after multiple failed attempts to use the walker, and she was told she could not be discharged and was admitted to a room in the hospital. The patient remained in the hospital for four days. During this time, the patient had three MRI¿s and three cat scans. For two days, a catheter was used to pass water. After two days, the patient was able to get out of bed and with the aid of a walker, got to the bathroom. On the fourth day, the patient was able to use the walker with husbands¿ assistance and able to walk the hospital corridor. The patient was discharged that evening and was given a walker to use at home. The patient received a brochure about the mynx vascular closure device (vcd) upon discharge, and noted they were visited by a number of people from the neurology department during their four-day stay at the hospital. The patient and husband went to the primary care physician two days after discharge for information regarding physical therapy for the numbness in the right leg. The doctors¿ recommendation was to walk as much as possible and gave information regarding a therapist. Three days after hospital discharge, while walking in the hallway of the apartment building, the patient experienced chest pains, which subsided after arriving to the emergency room (ER). Two hours and thirty minutes after arriving to the ER, the patient became incontinent with an enormous quantity of liquid pouring out vaginally. The same event occurred approximately one hour later. The patient was then taken for a CT scan, and was discharged that evening, still utilizing the walker. The patient continued to use the walker for a few more days, and then stopped using it as soon as they were able to walk without it. The patient reports they are still not able to function properly, and they are still not walking properly and athletic activities at the gym are out of the question. The device was not returned for analysis. A device history record (DHR) review of lot f1818301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynxgrip system unknown device incident¿ could not be confirmed as the device or images of the failure were not provided for analysis. The exact cause of the ¿mynx malfunction¿ experienced could not be determined. Without further information on the malfunction that was experienced, it is not possible to determine what factors may have contributed to the issue. At this time, it is unknown if the sealant was deployed into the vessel or removed with the device. An access site hematoma after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. It is possible that the mynx malfunction that occurred could have prevented proper hemostasis with the sealant, and the complications experienced on the other leg and difficulty with breathing may have prevented decreased mobility of the affected side. Additionally, it was reported that the patient was turned onto the affected side (right) to subside the left leg issues. This may have contributed to the hematoma. At this time, it is unknown what may have caused the shortness of breath; however, the patient was experiencing pain on the opposite leg, which could result in labored breathing. The numbness in the right leg could have been caused by compression or trauma of a nerve in the leg. Many factors could have contributed to the numbness reported, such as accurate puncture technique, appropriate sheath size, adequate manual pressure application, or even the hematoma. It is possible that compression to the nerve occurred during manual pressure to treat the reported hematoma, or the hematoma may have compressed the nerve before treatment was provided. However, without further information on the cause or procedural images, it is unknown at this time. About six days after use of the mynx device, the customer reported that she ¿became incontinent with an enormous quantity of liquid pouring out vaginally.¿ at this time, the contributing factors of this vaginal discharge could not be determined. At the time of the incident, the patient was in the ER with chest pains, and may have experienced an episode urinary incontinence. Issues that may contribute to urinary incontinence can include sudden pressure on the bladder (such as coughing), or even not making it to the bathroom on time. However, it is not clear if this event was related to the mynx sealant. The reported hematoma, shortness of breath, numbness in leg, and vaginal discharge abnormality were not confirmed. According to the instructions for use, which is not intended as a mitigation, users are informed that prolonged access site-related bleeding is a potential risk associated with closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the customer, she heard someone say ¿the mynx malfunctioned¿ and was told to keep her head down and felt someone pressing on her groin. The procedure was a heart catheterization to be done as an out-patient procedure. The patient was given a local anesthesia to make her less sensitive, and husband was at bedside. The procedure was explained to them, and the patient was taken to the operating suite, where she was lightly sedated. The procedure started with a small incision into the artery on the right side of the groin. The next thing the patient was aware of was that the mynx malfunctioned, and she was removed from the surgical suite and taken to a recovery room where she were directed to lie flat and not move her head for several hours, and then she would be discharged. Despite the patients¿ threshold for pain, she was experiencing considerable pain on the left side and was having difficulty breathing. The husband and nurse rolled the patient to her right side which afforded some relief. While in the recovery room, a huge hematoma was obvious which covered most of the patient¿s abdomen and right leg. After several hours, the patient became more comfortable and was told she could be discharged. After sitting up and getting out of bed, the patient fell back into it because her left leg was not supporting her. The nurse saw the patient was not able to walk and found a walker. The patient tried to use it but her left leg was not functioning. In addition, the patient had no sensation in her right leg, which is still the case. The patient was placed in a wheelchair after multiple failed attempts to use the walker, and she was told they could not be discharged and was admitted to a room in the hospital. The patient remained in the hospital for four days. During this time, the patient had three MRI¿s and three cat scans. For two days, a catheter was used to pass water. After two days, the patient was able to get out of bed and with the aid of a walker, got to the bathroom. On the fourth day, the patient was able to use the walker with husbands¿ assistance and able to walk the hospital corridor, despite the left leg not functioning. The patient was discharged that evening and was given a walker to use at home. The patient received a brochure about the mynx vascular closure device (vcd) upon discharge, and noted she was visited by a number of people from the neurology department during her four-day stay at the hospital. The patient and husband went to the primary care physician two days after discharge for information regarding physical therapy for the numbness in the right leg, and what to do about her left leg. The doctors¿ recommendation was to walk as much as possible and gave information regarding a therapist. Three days after hospital discharge, while walking in the hallway of the apartment building, the patient experienced chest pains of such severity and called the husband, who took the patient to the emergency room (ER). The patient was seen and given two cardiograms. The chest pains subsided approximately one hour and thirty minutes after arriving to the ER. Two hours and thirty minutes after arriving to the ER, the patient became incontinent with an enormous quantity of liquid pouring out vaginally. The same event occurred approximately one hour later. The patient was then taken for a CT scan, and was discharged that evening, still utilizing the walker. The patient continued to use the walker for a few more days, and then stopped using it as soon as she was able to walk without it. Although her left leg was better, it was not functioning the way it should. The patient reports she is still not able to function properly, and is still not walking properly, and athletic activities at the gym are out of the question.